Manufacturer narrative:
Vyaire reference #: (B)(4). Results of investigation: the vyaire failure analysis laboratory received the gas delivery engine (gde) and performed a failure investigation. The reported issue was duplicated and was isolated to the tca p/n 16542 drift failed low a/d counts. The customer was provided with a replacement gas delivery engine.

Event description:
It was reported to vyaire that the avea ventilator experienced a circuit disconnect while on patient. The patient was moved to a different ventilator. The customer stated there was no patient harm reported.